Manufacturer narrative:
It was later reported that the patient was scheduled to be further evaluated.

Manufacturer narrative:
Further troubleshooting was performed and rising threshold were also noted. An x-ray confirmed the pin status. Based on the outcome the physician alleged a lead fracture was occurring. It is unknown if or when a lead revision would be performed.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high pacing impedances on this defibrillation lead. No adverse patient effects were reported.